Event description:
During use of the device, prior to the onset of cardiopulmonary bypass, the user reported a broken hematocrit saturation clip. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 5. The programmed fill volume was 2300ml and the total drain volume was 4123ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The cause for the increased intra-peritoneal volume (iipv) found in the device logs was determined to be insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the minimum drain volume threshold. A review of the device's service history revealed no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).